Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. Initial reporter city: (B)(6). Problem code 1184 captures the reportable event of gauge reading inaccurate. Investigation result: a visual examination of the returned complaint device revealed that the gauge needle was at 0 atm and the device does not have visual defects. Functional evaluation was performed and was unable to confirm that the gauge was reading inaccurately. It was noted that the device was able to be inflated properly and there were no issues noted with the gauge needle. The returned device passes visual and functional tests; consequently, not confirming the reported complaint. Therefore the most probable root cause for this complaint is "no problem detected".this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 12:41 pm CT.the report number is being corrected from: 3005099803-2018-61946to: 3005099803-2018-61435.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in a gastrointestinal dilation procedure performed in the digestive canal on (B)(6) 2018. According to the complainant, during the procedure, the gauge needle would not move above 2atm when pressure was applied. The procedure was continued and completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in a gastrointestinal dilation procedure performed in the digestive canal on (B)(6) 2018. According to the complainant, during the procedure, the gauge needle would not move above 2atm when pressure was applied. The procedure was continued and completed with this device. There were no patient complications reported as a result of this event.